Manufacturer narrative:
(B)(4). One (1) uni-plate cam tightener torque handle (product code: 2897-07-000) was returned for evaluation. Visual inspection of the torque handle exhibited no sign of damage. The torque handle was tested torque test machine per the print to ensure that it is correctly limiting torque. All data for this test were within the acceptable limits of the instrument. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The torque handle was tested on a torque testing machine per the print and the test method tm-100331, to ensure that it is correctly limiting torque. All data for this test was within the acceptable limits of the instrument. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Therefore, this complaint file will be closed with no further action required. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Torque handle not functioning correctly causing triloab to strip on multiple cases was informed on (B)(6) 2016. Second case on (B)(6) 2016 using loaner set triloab did not strip leading us to believe torque handle failure.